Event description:
The account stated that the celldyn 1700 analyzer is generating erratic results. A patient sample was run with an initial wbc=5,800/ul and hgb=7.4 g/dl generated. The sample was repeated with a wbc=9,000/ul and hgb=11.7 g/dl generated. There was no impact to patient managment reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.